Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular channel. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed all testing. The allegation was not confirmed or duplicated during testing and detailed analysis. It is confirmed that the device was functioning normally, and no problem was detected. No further analysis was performed.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular channel. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.